Event description:
It was reported that the physician was treating a lesion in the proximal lad, and the pt was an ami. An unsuccessful attempt was made to cross the lesion and at this time resistance was felt. The stent delivery system was pulled back into guiding catheter (contrary to IFU) when the stent separated. The separated stent was retrieved with a snare wire. The pt was reported to be doing fine.